Event description:
(B)(6) study. It was reported that following a coronary artery stenting treatment procedure the patient developed restenosis. An unknown size taxus express2 study stent was placed in an unknown location. In (B)(6) 2011, the patient returned with restenosis of the proximal rca (right coronary artery). The patient presented with an unspecified ischemic symptom. A 3.5x10mm, 50% stenosis of the proximal rca was treated with balloon angioplasty resulting in 0% residual stenosis. The patient had no angina pectoris at the three year follow up 11 days post reintervention. The physician assessed the event as related to the taxus stent.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that at the time of the index procedure in (B)(6) 2008 a 3.5x5mm, 70% stenosed lesion of the proximal right coronary artery (rca) was treated with a 3.5x8mm taxus express2 stent and post dilation resulting in 0% residual stenosis while maintaining timi 3 flow throughout the procedure. A second lesion in the mid rca was 3.0x32mm with 90% stenosis and was treated with a 3.0x20mm taxus stent. The patient was discharged eight days post procedure on bayaspirin and panaldine. At the time of the event in (B)(6) 2011 the ischemic symptom was stable angina.

Manufacturer narrative:
(B)(4).